Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the chassis and downstream occlusion (dso) seal are not sitting flush due to use/wear, along with the dso sensor being damaged. The dso seal, sensor and chassis were all replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a downstream pressure test but did not trigger any alarms during the test. The battery doorknob was difficult to turn, and the area surrounding the battery door was sticky. There was no patient involvement, no patient injury was reported.